Event description:
The hcp reported, the pt's pump was underinfusing. The hcp performed a study and found that the rotor did not move. The pt had been experiencing increased pain which was thought to be due to the decreased analgesic effect from the loss of drug dose. The hcp explanted and replaced the pt's pump. The final outcome is unknown. The drug contained in the pt's pump was fentanyl (38.8 mcg/ml) delivering an unknown daily dose. Additional info has been requested, but was not available at the time of this report.

Manufacturer narrative:
.